Manufacturer narrative:
Event date is literature article published date ¿¿over-sirix¿¿: a new method for sizing aortic endografts in combination with the chimney grafts: early experience with aortic arch disease annals of vascular surgery (2018) volume 46, january 2018, pages 285-298 10.1016/j.avsg.2017.07.018.

Event description:
The aim of this study was to present initial experience of a new method, named ¿over-sirix¿ to calculate the optimal oversizing of the endograft to achieve a sufficient sealing in the aortic arch without gutter-related endoleak using a non-medtronic imaging software. The study contained a total of 22 patients in two groups. Of these 22 patients, 12 patients received a protégé gps reinforcing stent. These patients were identified as patients (4, 5, 7, 8, 9, 11, 13, 15, 16, 17, 18, 19). Of the patients who received a protégé gps stent the group was predominantly male (66%) and the mean age was 76 years. There were no procedural related complications nor device malfunctions reported. Of the 12 patients, there were 3 cases of type I endoleaks reported (patients 7, 8, <(>&<)> 11). Other endpoints reported in the article are as follows: ¿ el-I reintervention: 9% (2/4 cases with increased caliber). ¿ bird beak: 27% (43% pre vs. 0% post), occurred in 6 cases (3 cases associated with el-I, 3 with downsizing) ¿ stent patency rates: 95.4% (primary) and 100% (assisted, 1 case of stent restenosis treated with relining after 22 months). ¿ no cases of fracture, kinking, and/or significant compression of the stents, neither stent/endograft infolding were observed. ¿ the malapposition occurred in 3 cases (2 cases for a stent and in 1 case for endograft, corrected by relining) and endograft distal migration in 1 case. The study article concluded that ¿over-sirix¿ appears to be a feasible method to customize planning during chimney technique (a rescue technique for inadvertent coverage of aortic vessels during endovascular repair), reducing the risk of type -1 endoleak which is significantly related to the presence and size of the gutters.